Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed with the customer that the electronic privacy information center (epic) rebooted the server, and everything seemed to be working fine. The tss then dialed into the server, ran query against received messages table, found that the messages fully did not catch up, informed the same to the customer and the customer confirmed that the orders were crossed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.